Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 10/06/2015 with the following results. No defect found: unable to duplicate complaint about moisture ingress. No moisture found in internal pump. Leak test passed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted 9/09/2015: a review of the complaint record indicated this complaint was received by animas on 8/13/15, not 8/16/15 as previously reported.